Event description:
It was reported to philips that the device's c-arm movements were partially available. The system was in clinical use. No user or patient harm has been reported.philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the c-arm motorized movements are not available. Review of the system log file showed ¿application error: error on [movement=detectorfrontal]¿ malfunction. Upon further inspection, the buttons and geo controller were checked, and none were stuck. Later, fse visited onsite and identified the issue with the brakes. Fse replaced the brakes on the c-arm stand. After replacing the brakes, the system was returned to use in good working order. The codes were updated based on the investigation outcome.